Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a weak battery alarm. The customer's blood glucose level was 284 mg/dl; however, the customer stated that her reading has been between 200 and 500 for the past week. The customer also reported that she received a low battery alert and then the device shut off. During troubleshooting, the customer inserted a new battery and the display returned. The customer was sent a replacement battery cap. Nothing was replaced or returned for analysis.